Manufacturer narrative:
The IV set was discarded by the user and not returned to the manufacturer for evaluation. The complaint cannot be confirmed. Upon receiving the complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/ management, it was determined as MDR reportable on 01/13/2017. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016.

Event description:
The user reported a leaking issue that the tubing "leak just below the filter housing". No patient injury or harm was involved in this case.